Event description:
It was reported that during patient use, the tube connector, a detachable component manufactured by smith, came off but the alarm was not activated. Ventilation did not stop, however, the patient's peripheral capillary oxygen saturation (spo2) value and blood pressure declined. Resuscitation was performed. It was reported that the patient was not removed from the ventilator, only reconnected. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).